Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No power error was noted during testing, in the insulin pump history file, or in the insulin pump trace upload. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump constantly asked for new battery. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.